Event description:
It was reported by service report that the footboard lid was broken, and the hinges had sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: footboard lid was broken and hinges had sharp edges. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pt's intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.